Event description:
It was reported that a lead "snapped" while the patient was gardening. The lead was replaced and an additional lead was also placed. The physician left the broken lead inside the patient and capped it. The patient was "very happy" after the revision.

Manufacturer narrative:
Product ID, 3998 lot# lb2124, implanted: (B)(6) 2003; product typ lead, product ID 37742, lot# serial# (B)(4), implanted: (B)(6) 2008; product typ programmer, patient product ID 3708260, lot# serial# (B)(4), implanted: (B)(6) 2008, product typ extension, product ID 3550-29, lot# n142181, implanted: (B)(4), 2008; product typ accessory. (B)(4).